Event description:
It was reported that a malfunction alarm with code "malf 9" occurred. The customer's blood glucose level was 7.5 mmol/l, which is within the normal range. Technical support assisted the customer in resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the malfunction alarm reappeared.